Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery depleted was observed. The device's power management board was replaced to address the issue. Additionally, not related to the issue noise was coming from the motor blower assembly. Therefore, the motor blower assembly was replaced. The front enclosure overlay was replaced due to scratches.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery depleted was observed. The device's power management board was replaced to address the issue. Additionally, not related to the issue noise was coming from the motor blower assembly. Therefore, the motor blower assembly was replaced. The front enclosure overlay was replaced due to scratches. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.